Manufacturer narrative:
No product was returned for investigation. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy and resistance at axillary artery preventing successful delivery of impella. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella 5.5 was aborted due to patient anatomy.